Manufacturer narrative:
The reported event could be confirmed, since the nail is broken apart as complained. The device inspection revealed the following: the inspection has shown that the nail broke apart at the lag screw hole. The typical characteristics of a fatigue fracture could by identified under the microscope. On one side of the bore are stress marks visible, most likely caused during reaming. On top of the bore are impression marks visible, caused by high loads between the nail and the lag screw. The relevant dimensions were verified as far as possible during the investigation and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The nail was returned for evaluation and no product related issue could be detected. The provided information is contradicting itself, the complaint description states that the nail broke 4 weeks after insertion, but this breakage cannot be confirmed on the received x-rays. On the other side does the operation report state that the breakage occurred 3-4 weeks prior to the revision, which was performed 6 months after the implantation. Requests for clarification to the customer were made but no additional information was made available. Therefore the root cause of the breakage cannot be defined. The evaluation of the nail has shown that fatigue did lead to the breakage of the device. In this relation following statement from the instructions for use (non-active implant) can be mentioned: [these devices can break when subjected to the increased loading associated with delayed unions and/or non-unions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing. If healing is delayed or does not occur, the appliance may eventually break due to metal fatigue. Loads on the device produced by load bearing and the patient¿s activity level will dictate the longevity of the device.] [Original statement]. If updated information is provided, the case will be reassessed.

Event description:
It was reported a patient with normal weight showed fracture of the gamma nail four weeks after implantation. In the further course, the locking screw also broke, even if the screw in this case is to be considered too short. The patient required a revision surgery.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
It was reported a patient with normal weight showed fracture of the gamma nail four weeks after implantation. In the further course, the locking screw also broke, even if the screw in this case is to be considered too short. The patient required a revision surgery.